Event description:
It was reported that the since 2007, the pt's pump was filled with saline. The pump was explanted in 2008, and since the explant the pt states she has been in withdrawal. The pt reported having numbness in her big toe when the pump was implanted and it is no longer numb after the explant. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.